Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire, wherein after the green safety button was pressed, the blinking green light on the status indicator was checked and pushed the blue button to fire staples, but it did not work at all. The ¿I-beam¿ got stuck at the first phase of advancing, as soon as it advanced. Also, the device locked on tissue and was removed by pushing the silver button to retract the ¿I-beam blade¿.